Manufacturer narrative:
Follow-up # 1 ¿ (03/03/2015). The patient¿s meter has been returned on 10/13/2014 and evaluated by lifescan product analysis on 2/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) and alleged their ot verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 6pm they obtained an inaccurate high result of ¿144 mg/dl¿ with the subject meter and ¿68 mg/dl¿ on another device (ot ultra) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster). The patient alleged in response to the inaccurate high issue self-treated with insulin (¿liprolog 2 e¿) and ¿felt good¿ afterwards. The patient denied that he developed symptoms as a result of the issue. At the time of trouble shooting, the cca was able to confirm the correct unit of measure was used and the correct sample site was used. Replacement products were sent to the patient. Based on the information provided, there is no indication the subject meter caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia after obtaining the inaccurate high result. There is no evidence the patient was administered with inappropriate self-treatment due to the alleged issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.